Event description:
During a procedure the surgeon inserted a guide wire, placed a 4.5mm cannulated screw over it, and tried to insert the screw without pre-drilling. The threads of the screw peeled off. Surgeon removed the screw shaft and the entire length of the screw threads, placed another screw and proceeded to complete the procedure. Reportedly, the surgeon was using the 4.5mm screws as navigation markers for a total joint replacement.

Manufacturer narrative:
Additional information has not been requested as subject device was not implanted. Subject screw has been received and is currently in the investigation process. No conclusion can be drawn at this time. Synthes is unable to determine the manufacturer date without a lot number.